Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture record evaluation cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade. During the ablation phase the patient became hypotensive. Cardiac tamponade was confirmed by intracardiac echo (ice). The physician called in a cardiovascular surgeon who attempted pericardiocentesis; however, pericardial drainage was not possible as the fluid had already clotted. The vasopressors from anesthesia and the heparin drip were stopped. The catheter was pulled to the right side of the heart and the patient¿s blood pressure recovered. Within 30 minutes of discovering tamponade, the patient was off all blood pressure support, and reversal agents (reversed heparin and protamine) were administered. The patient was then transferred to the intensive care unit (ICU) for observation purposes and was later discharged in stable condition. Physician¿s causality opinion is unknown. Multiple attempts have been made to gain clarification on this event with no response. Despite pericardiocentesis was not possible, this event is being reported as a ¿cardiac tamponade¿ per the attempt to perform pericardial drainage. In addition, the patient became hypotensive, which is a common sign of cardiac tamponade. Should any new information be obtained it will be assessed and processed accordingly.